Manufacturer narrative:
(B)(4). The endobronchial tube associated with this report was received for further evaluation. The reported event could not be confirmed during investigation.

Event description:
A report was received from (B)(6) stating an endotracheal tube&#39;s cuff failed to properly deflate. The cuff was checked twice before use. Upon the first check, the cuff was found to deflate during the second check, conducted by the physician, the cuff failed to deflate. There was no patient involvement.

Manufacturer narrative:
Correction: this is a correction to the evaluation codes.. Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4)